Manufacturer narrative:
Continuation of d10: product ID tm90p0 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller and patient conference on call for troubleshooting with the handset. Patient reported she has an appointment with dr patton tomorrow to change her programming because the therapy is not beneficial. They had tried different programming a couple weeks ago. Patient reported she was in to see the doctor a couple weeks ago too and was also having trouble with the communicator at that time too. Additional information was received on (B)(6)2024 and patient stated that the device may not be in an optimal position.